Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. After the non-boston scientific (bsc) sheath was introduced and non-bsc wire was cross the lesion, a 2.0mm x 220mm x 150cm coyote balloon catheter was advanced and performed plain old balloon angioplasty. However, during the initial inflation, the balloon vertically ruptured. The device was removed, and the procedure was completed with a different model. There were no patient complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).